Event description:
A pedicle screw housing was disconnected from screw head 9 months after placement. Original case was (B)(6) 2021, revision case was performed in (B)(6) 2022. No harm or injury in the patient was reported. Cause can be speculated due to delayed or non fusion past 6 month of typical fusion time. No x-ray images or patient information was provided.